Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The manufacturer¿s international service technician confirmed the reported issue. The field service engineer replaced the air exhalation flow sensor to resolve this issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed an error code 3126 exhalation flow sensor defective during the extended self test. The device was not in use at the time of the reported event; therefore, there was no patient involvement.